Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) increased to 510 mg/dl with ketone levels that were identified as life threatening by a healthcare provider (hcp) and the customer was admitted to the hospital in the intensive care unit (ICU) as a result. Customer delivered a manual injection prior to going to the hospital and while in the ICU was treated with intravenous fluids of saline and insulin to resolve the issue. Customer was released from the hospital on (B)(6) 2025 with the issue resolved and no reported permanent damage. Customer contacted their hcp to obtain an alternate method of insulin therapy.